Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00153, 3010536692-2016-00155, & 3010536692-2016-00156.

Event description:
Allegedly, patient dislocated his hip after his revision on (B)(6) a biomet constrained liner and a microport titanium neck was implanted.